Event description:
The device was explanted on (B)(6) 2011. Set screws on the deivce would not click when physician attempted to re-tighten. The procedure took place at (B)(6) medical center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).